Event description:
Caller reported tandem mobi cartridge alarm, which did not cause blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to put pump into storage mode and return it to tandem, acknowledging these instructions. Technical support sent a replacement pump, and customer confirmed understanding of steps upon receiving it. There is no reported information regarding additional outcomes of the event.